Manufacturer narrative:
Additional information received stating incident did occurr while in use, and no patient injury resulted.

Event description:
Information was received that delivery issues have been noted of a smiths medical pneupac ventilators babypac device.

Manufacturer narrative:
Device evaluation: one smiths medical pneupac ventilators babypac was returned for analysis with a damaged front panel and valve diaphragm. During analysis, the device was continuously giving low pressure alert. The customer's reported issue was confirmed. Service replaced the front panel and diaphragm due to damage to correct the reported issue. Service also tested the device and it passed all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear and tear including damaged components indicating the device was mishandled.